Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 0.100 miu/ml with a data flag and was reported to the doctor. The repeat result was 100.4 miu/ml and was reported to the patient. There was no allegation of an adverse event. The reagent lot number was 240444 with an expiration date of 31-aug-2018.

Manufacturer narrative:
A specific root cause could not be identified. The most likely root causes include an issue with sample pipetting, insufficient instrument maintenance, and/or poor sample quality such as clots or fibrin. Based on the data provided, a general reagent or instrument issue could be excluded.